Event description:
Patient was having a cataract extraction with intraocular lens implant performed. When the new lens was placed it was noted that one of the haptics had broken off. The surgeon removed the broken haptic and left the lens in place because he felt there was enough of it left to hold the lens in place.